Event description:
The customer obtained an unexpected, false positive vitros (B)(6) patient result (result = 16 miu/ml, positive vs. Expected result = negative, when compared to alternate non-vitros analyzer methods) while using a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The (B)(6) patient result was reported to a clinician, and a corrected report was issued as a negative (B)(6) patient result. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that an unexpected, false positive vitros (B)(6) patient result was obtained for a single patient sample when compared to alternate non-vitros analyzer methods. A definitive root cause for the event could not be determined. However, an unknown sample interferent cannot be ruled out as a possible contributing factor to the event. The investigation is ongoing.